Manufacturer narrative:
(B)(4). The customer reported that the device failed op check and that it was not detecting multiple batteries in compartment b. The device was evaluated at philips. The symptom could not be duplicated. The device was tested with two different batteries in compartment b and they were both recognized. The device passed all testing and was placed back into service.

Event description:
The customer reported that the device failed op check and that it was not detecting multiple batteries in compartment b.